Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error. The drive support cap is protruded. Customer has continued to use the insulin pump after pushing in the drive support cap. The blood glucose reading is 187 mg/dl. Nothing further reported.